Event description:
During a conference call, the customer reported a possible over infusion event. Although the report does not contain any pt event details, it is assumed that the event was for an over infusion. The investigation findings provided came from a third party biomed's report. No pt harm or medical intervention reported. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Biomed's findings: "no hardware failure was found that would contribute to an over infusion. In addition, the event log for the pump in question shows many issues with the pump or administration set during the attempted infusion. The pump did not pass rate accuracy testing and should be recalibrated." The report of an over infusion could not be confirmed. Although requested, no device or event logs have been returned for this evaluation. The root cause of this report could not be identified.